Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed multiple replace battery alarms on (B)(6) 2015. Multiple motor errors were also observed. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was unable to fully tighten on to the pump; however, the pump was able to power on with the returned cap. Evidence of moisture corrosion was found on the battery cap contacts and contact hub. The pump failed a leak at the battery compartment. The pump¿s current draws were found to be within specifications. The battery life issue was not duplicated during testing. The pump cover was opened and moisture contamination was found on the motor circuit.